Manufacturer narrative:
The reported complaint of "the loaner autopulse platform (sn (B)(4) didn't power on during incoming inspection" was confirmed during the archive review but not during the functional testing. No device deficiency was observed during the evaluation of the platform and the autopulse platform worked as intended. The possible root cause for the reported complaint was due to an autopulse li-ion battery (sn (B)(4) fault. Upon visual inspection, no physical damage was observed. The autopulse platform passed the initial functional testing without any fault or error. The archive data review showed occurrence of multiple user advisory (ua) 13 (battery fault detected) error message on the reported complaint date. The platform was powered on for 7 times and the platform failed all the 7 times due to ua13 error message. The autopulse li-ion battery with sn (B)(4) was used at the time of the issue. The probable cause for the reported complaint could be due to a battery fault. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final test without any fault or error. Note: sent an email to the customer, requesting to return the battery with sn (B)(4) to zoll san jose for evaluation.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
The customer received the loaner autopulse platform (sn (B)(4)) and during incoming inspection, the autopulse platform didn't power on. The customer removed the battery from the loaner platform and checked the battery in another autopulse platform. The platform powered on without any issue. No patient involvement.